Manufacturer narrative:
A ge service representative performed an over the phone investigation. Batteries and connectors were evaluated and replaced by the customer's biomedical department. The system was tested by biomed and found to be working as intended and returned to service.

Event description:
It was reported that the system exhibited an error. Additional information was received from the field service engineer confirming that the system failed to boot up. No patient serious injury or death was reported related to this event.